Manufacturer narrative:
(B)(4).

Event description:
Procedure: knee replacement. According to the reporter: the suture was spitting post-operatively for several pts. There was one pt brought back for re-operation. Additional info has been requested.